Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii and patient's concern with the product.

Event description:
Healthcare professional report a right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patients concern with the product. Device remains implanted.

Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified: crease fold and yellow particles on the shell. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Device has been explanted.